Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer attempted a reboot and performed a recovery; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 not detected on bus and found orange light blinking on module controller board on drawer 1.1. A field service engineer (fse) powered down the station, opened the back panel, and reseated all drawer connections. The device was then rebooted, and upon restart, the failure was cleared and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.